Event description:
The following has been reported: customer reported that several pumps were set aside and/or brought to the biomed shop with pump problem alarms and set alarms. Several pumps swapped out, several sets used (set0013-25) waiting on the lot number of the sets used. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No response to repeated follow up attempts. However, fresenius kabi had sent a letter which contains a link to training tools for the pumps that customers can access.

Manufacturer narrative:
Section d updated to align with the information listed on gudid.